Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in a calcified circumflex artery (cx). The 2.0x12mm apex balloon catheter was advanced into the patient. Upon inflation, the balloon ruptured at 12atms. The device was removed intact. The procedure was not completed due to this event. No patient complications were reported and the patient's status is fine.

Event description:
It was further reported that the target lesion was 95% stenosed, moderately tortuous and moderately calcified. The balloon was inflated once to 12atm for 5 seconds and during the second inflation the balloon ruptured. The procedure was completed with a nc balloon.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplementary medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).